Manufacturer narrative:
Tandem¿s t:slim x2 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown. Review of pump data confirmed that the pump shutdown due to low power. Low power alerts and a low power alarm were confirmed in the pump data. The user turned the pump on, loaded new supplies, and resumed insulin delivery. The user stated that their blood glucose (bg) level was probably over 240 mg/dl. The user addressed bg level with a bolus via the pump.